Event description:
It was reported by the patient's mother that her son almost died when his leads broke. The mother further states that the physician said the leads broke deep inside the body near his heart. The device was an abdominal implant. Both the ra and rv leads were capped. No further patient complications were reported as a result of this event. Further information received indicates that prior to the event the patient had muscle stimulation from the rv lead that was alleviated by reducing output. He presented with acute dizziness and hypertension with significant bradycardia and rv lead failure/fracture. Both leads were capped and a new transvenous system was implanted. No further patient complications were reported.